Event description:
Bed had no electrical function, and it was in the lowest position.

Manufacturer narrative:
Technician found a bad pcm. Tech replaced the pcm and did a function check. Bed worked ok. Bed was found on the 7fl. There was no injury or damages associated with the repair.